Event description:
Caller reported a cgm error 42. Blood glucose level was not adversely impacted as there was no error reported after the pump reset. Caller successfully started a new sensor session with technical support assistance, which involved a complete pump reset. Customer expressed interest in the renewal process, prompting the creation of a task for the renewals team after confirming necessary information.